Event description:
It was reported that a pocket infection had occurred. The lead was explanted and replaced. The patient is in the (B)(4). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Without a lot number or device serial number, the manufacturing date cannot be determined. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 7278, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2009; product ID 6947, implantable pacing lead, implanted: (B)(6) 2009, explanted: (B)(6) 2010. (B)(4)